Manufacturer narrative:
An event of device migration causing the right sided disc to slightly slip into the pfo tunnel was reported. The device was stable and there was no residual shunt reported. Information from field indicated that during procedure the device was seated correctly and fully covered the defect. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Cine review was performed at abbott that showed a very small migration. Significant mobility of the septum (¿floppy septum¿) was observed in the imaging, and some mobility was retained after device implantation. Based on the information received and cine review, the anatomical factor may have contributed to the reported migration. However, the exact cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) procedure. The recorded pfo opening ranged 0.9-1.3mm, and a floppy septum was noted. During procedure, the device was seated correctly and fully covered the defect, so they chose to stay with the 30mm. The occluder was implanted in the patient and stability test was performed. Immediately upon device release from cable, it was noted that the device had appeared to partially move after release, causing the right sided disc to slightly slip into the pfo tunnel. The device was stable and there was no residual shunt. The patient is being monitored overnight then will be discharged. The physician plans to bring the patient back next week on (B)(6) 2025 and evaluate with transesophageal echocardiogram (tee).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.